Manufacturer narrative:
The na electrode lot number was j49, the k electrode lot number was u26, and the cl electrode lot number was h43. The electrode expiration dates were requested, but not provided. The customer replaced the pinch valve tubing, sipper tubing, electrodes, and system reagents. An ise check and calibration were performed, but noise errors were received. The last calibration performed on (B)(6) 2023 was ok and there were no alarms. The customer stated that controls were within range prior to the event. The field service engineer found that tubing was not fully seated into a system reagent and the cam lever was not applying enough pressure to form a tight seal. The cam locking lever and ise probe were replaced. The ise probe and sipper probe were adjusted. All electrodes and solenoid valves were replaced. The rinse head and vacuum were decontaminated. The system was cleaned and lubricated as necessary. System reagents were changed. A leak on a sipper valve was corrected. Rinse tubing brackets were replaced and rinse tubing was checked. Performance testing, mechanism checks, calibration, and controls were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 6000 c (501) module. The sample initially resulted in the following values: na = 118 meq/l, k = 3.9 meq/l, cl = 87 meq/l. The sample was repeated due to the na value flagging as critical in the customer's laboratory system, resulting in a na value of 117 meq/l. The result was questioned by the nursing staff since it did not match the patient's history or previous results. The sample was repeated on a second analyzer, resulting in the following values: na = 133 meq/l, k = 4.4 meq/l, cl = 99 meq/l. The second repeat values were deemed correct.